Event description:
It was reported that (1) device was used during a laparoscopic colon resection. It was reported by the affiliate that the tsb45 instrument could not be opened after firing. Another instrument was used to complete the case.